Event description:
A broken femoral stem was reported.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown meridian stem. Additional information has been requested and if received, will be provided in the supplemental report. Doctor kept the device.